Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: plug unit damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image focus malfunction: cause traced to component failure due to plug unit damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced an out of focus image. This issue occurred during maintenance. There were no reports of patient involvement.